Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The date of issue is an approximation. After day 1 of wearing the sensor, the patient started to experience itching under the adhesive patch and removed the sensor. The patient treated the affected area with clobevate cream. The patient also took an antihistamine to stop the itching. It was reported that the patient cleans the area with dermol cream and octenisan. There were no further event details provided. At the time of contact, the patient reported that a mark is still visible at the affected area. No additional event or patient information is available.